Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage cable. Sys operates as intended.

Event description:
Customer reported the sys would not save images and that the collimator was stuck. No patient injury was reported.